Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm intermittently occurred. Customer changed pump supplies to address the issue. Customer experienced elevated blood glucose (bg) levels. Customer¿s continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The customer administered insulin injections to treat the bg levels.